Event description:
It was reported that the customer experienced elevated blood glucose levels in the middle of the night. Troubleshooting was performed and pump appears to be delivering as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(6).